Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the joystick slows down and speeds up while the user is driving.